Event description:
The event occurred oct 24, 1998 but it was not reported to regulatory until dec 10, 1998. A sysmex svc rep was troubleshooting over the phone with the operator/user to correct an instrument error, "tube clamp". He was able to talk with the customer through adjusting the switch, however after the error was cleared, the operator noted that the tube grippers were not moving all the way forward. The operator said that it appeared the needles were not pulling back into the rinse cup. The svc rep said this needed to be checked out to see what was keeping them exposed. The operator moved the piercer assembly into the removal position and started looking around. During this process, she was stuck with the needle. A svc rep was sent out to fix the problem. The problem was found to be a bent shipping support bracket which was fixed by the svc rep. The operator stated that she started treatment for possible exposure for blood borne pathogens within 24 hours of event. She had baseline testing for human immunodeficiency virus, hepatitis b & c before beginning treatment. All samples since midnight prior to the event were tested for human immunodeficiency virus & hepatitis. Midnight was when the last shutdown was performed on the instrument in which the needles are bleached during the process. All samples tested were negative for human immunodeficiency virus & hepatitis. The occupational health director still stated that the operator undergo the treatment protocol. The treatment consisted of three medications: retrovir, epovir, and azt. These were to be taken for 4 weeks but the operator only took them for 1 week because she said that the treatments made her sick.